Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties were encountered. The physician was attempting to advance the taxus express2 8.8% 2.50 x 24 mm drug eluting stent across a lesion in the circumflex, but was unable to do so. He was able to cross the lesion with a pixel stent, size unknown. The pt is reported to be satisfactory/good.